Manufacturer narrative:
Findings: unit alarmed at 2.0 pounds during prime test due to faulty sensor resistor damage by moisture. Corrosion was found at motor and electronic assemblies. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window. Unit received with missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 198 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. Customer states the pump is vibrating without an alarm or alert. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.